Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient. They reported that prior to the procedure, it was noticed that there was a small pericardial effusion present on intracardiac echocardiography (ice). During the procedure, the pericardial effusion was growing in size. Most of the right veins were finished with ablation at this point in the procedure. The medical intervention provided to the patient was a pericardiocentesis, and about 1300 cc of fluid had been removed at that time. Fluid was still being removed from the patient at the time of the call. The patient is in stable condition, but they have a slightly low heart rate. Additional information was received. Slight effusion noted pre-procedure and monitored during the whole procedure. Before, during and after use of biosense webster products. Physician¿s opinion on the cause of this adverse event was unsure. Pericardiocentesis was done. Outcome of the adverse event was improved. Unknown if the patient required extended hospitalization because of the adverse event; patient scheduled to stay overnight for procedure type. Transseptal puncture was performed. Needle details unknown. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during the decision to tap during ablation phase. Slow growth noted from start of the procedure to when the decision to tap was made. Irrigated catheter was used in the event, the flow setting was smarttouch sf, standard 15ml/min preset settings selected and utilized. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were range; time; ----3mm,3s,25%,3mm, fot; tag size. Additional filter used with the visitag was respiratory gating. Color options used prospectively was other --- impedance 2-10 ohms.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30869771l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).